Event description:
It was reported that during the procedure, the patient experienced pericardial effusion by the left ventricular (lv) lead. The lead was removed. The procedure was canceled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.